Event description:
It was reported that a patient presented with inappropriate automatic mode switch (ams) as a result of far-r wave oversensing on the atrial lead. The patient came into clinic and reprogramming was successful. There were no patient consequences and patient is in stable condition.